Manufacturer narrative:
(B)(4). Anti-reflux valve detachment. The actual device involved in this event was returned for evaluation. The device was visually evaluated. The ar valve found detached inside the bulb.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1023196, mfg date: 12/01/2010, exp date: 12/31/2015. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pancreatoduodenectomy and a reservoir was connected to a drain on (B)(6) 2011. On (B)(6) 2011, the anti-reflux valve was found detached from the reservoir. Another like device was used with no adverse patient consequences.